Manufacturer narrative:
(B)(4). Evaluation summary: the device was not sent in for evaluation; however, a baxter engineer was able to observe the malfunction during an on-site visit. The engineer observed the customers technique. It was concluded that the customers technique was the cause of the reported condition.

Event description:
It was reported that a one-link extension set had air bubbles in the extension set after priming. This occurred in the pediatric intensive care unit (picu). It is unknown if there was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.